Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device shut down without prior warning alarms. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs did not show any safety resets and power failure related events that could support an unexpected device shut down. Performance testing could not reproduce the reported device fault. No device failure could be detected, therefore, the complaint was not confirmed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device shut down without prior warning alarms. There was no patient injury reported as a result of this incident.